Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Battery analysis revealed that plated lithium was found to initiate from the case, extend under the head space insulator (hsi), and contact the cathode tab. Based on this, the premature battery depletion was determined to be the result of a plated lithium short between the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out-of-specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.